Event description:
Additional info from MFR received on 10/30/97: from the info supplied by the hospital during several phone conversations, from the content of the hospital findings and considering MFR's requirements for reporting, co does not feel this is a reportable event.